Event description:
It was reported that the patient presented in clinic for device upgrade procedure. During procedure, it was found that the newly implanted right ventricular (rv) lead exhibited failure to capture on certain settings. The procedure was completed with the rv lead implanted. Patient condition was stable. Post procedure, it was found that the rv lead re-exhibited failure to capture. Fluoroscopy was performed and revealed rv lead dislodgement. The rv lead was explanted and replaced. Patient condition was stable.